Event description:
It was reported the customer was hospitalized from a stroke. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of hospitalization was unknown. The customer stated their blood glucose was so low that it would not register. The customer also stated the cause of their low blood glucose was from over-delivering insulin. The customer also stated their low blood glucose occurred after they exposed their insulin pump to a high magnetic field. Troubleshooting found the customer's drive support cap was flushed. Customer's blood glucose was 500 mg/dl at the time of the call. The customer treated their blood glucose with manual injections. Customer was also advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Unit failed displacement test with (218.1 units remaining on status screen) and motor error alarm noted during rewind due to motor encoder out of phase. Unable to complete functional test including occlusion test, prime test, and excessive no delivery alarm test due to motor error alarm. No loose drive support disk noted during visual inspection. Unit received with minor scratched lcd window and cracked reservoir tube lip.